Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with injection (inj.) Tobramycine (1 gram (gm), frequency, duration and route not reported), inj. Vancomycin (1.5 gm, frequency, duration and route not reported) and inj. Heparin (dose, duration, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent remained cloudy and they were not recovering from the peritonitis. The patient was unrecovered from the event. On an unreported date, the antibiotic treatment was changed (further unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.